Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). D4) catalog# is unknown but referred to as cook celect filter. E3) occupation: non-healthcare professional. G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404. Registration no.: 3005580113. It has not been possible to investigate or evaluate this alleged event based on the limited information provided to date. Cook will reopen its investigation if further information is receiving warranting supplementation in accordance with 21 c.f.r. 803.56. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to short form complaint filed: 'it is alleged that "[pt] received a cook celect filter on (B)(6) 2015". Patient outcome: it is alleged that [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Corrected data: b1 the following fields were updated per additional information received: a2, a4, b5, b6, b7, d1, d4, g5, h4, h6 (patient and device code(s)). H6 - device code(s): appropriate term/code not available (3191) ¿ device perforation this report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information become available. Investigation reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. Vena cava wall penetration/perforation has been reported and may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Unknown if the reported abuts aortic aneurysm, pain in right calf and leg, stomach pain, swelling, sleep disorder due to pain, anxiety, mental anguish, stress, and physical limitations are directly related to the filter and unable to identify a corresponding failure mode at this point in time. The following allegations have been investigated: vena cava perforation, organ perforation, abuts aortic aneurysm, pain in right calf and leg, stomach pain, swelling, sleep disorder due to pain, anxiety, mental anguish, stress, and physical limitations. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Patient allegedly received an implant on (B)(6)2015 via the right internal jugular vein due to current deep vein thrombosis (dvt). Patient is alleging vena cava perforation, organ perforation, lumbar vein perforation, and celect abuts aortic aneurysm without perforation. The patient further alleges, ¿I am not certain which specific symptoms or bodily injuries I may have suffered as a result of the cook inferior vena cava filter. I am relying on the experts that will be retained by my lawyer to determine this information. However, the ivc filter perforated the vena cava wall, lumbar vein, and the ivc filter abuts aortic aneurysm without perforation. I get extremely pain in my right calf and leg, suffer from stomach pain and swelling, and sleep disorder due to the pain in my leg. I also experience anxiety, mental anguish and stress about the status of my filter and any related injuries.¿ patient also notes, ¿I am unable to lift larger than 10 lbs., run, and I can only take short walks.¿